Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported that there was premature battery depletion and the device was at rrt (recommended replacement time). The device was explanted. During implant attempt of a replacement device, the physician inserted the pin from the svc (superior vena cava) defibrillation lead and tried to tighten it with a wrench. The physician noticed resistance and removed the pin, noting that the setscrew was down in the header blocking the pin. The physician attempted to engage the setscrew and retract it, but the setscrew could not be engaged. Another physician unsuccessfully attempted to retrieve the setscrew from the device header. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.